Manufacturer narrative:
Additional manufacturer narrative:the initial report submitted by the sales rep incorrectly stated that a mitral device was explanted. The surgeon was asked to complete a customer experience report form to describe his experience. He submitted the form and has confirmed for our sales rep that the mitral device was not explanted and he has no reason to explant the device at this time. He states there is no indication for explant.(B)(4). The device has not been explanted and there is no malfunction of serious injury related to this device.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. The device history record (DHR) review is in progress. The device has not been received by our evaluation lab in the u.s. But is en route from our site in (B)(4). No patient status update is being provided. No patient records will be provided.

Event description:
Through investigation and follow up with the surgeon, it has been determined that this device was reported in error. It has not been explanted. It remains implanted with no plans to remove the device. There are no complications for this patient associated with use of this device.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed. Heavy calcification was observed in the cusp area of leaflets 2 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 1. The free margins of leaflets 2 and 3 exhibited heavy calcification, free margin of leaflet 1 exhibited moderate to heavy calcification. Calcification restricted mobility in the leaflets. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6 mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5 mm. Host tissue was moderate to heavy at the stent outflow and inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 4mm on the outflow aspect. Thrombus was also observed on leaflet 1 (outflow aspect) and leaflet 2 (inflow aspect). The x-ray demonstrated calcification. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: reportedly, this 29 mm mitral valve was explanted after an implant duration of approximately 5 years 3 months from a (B)(6) female due to severe bioprosthetic aortic stenosis. There is no information available on the health history of this patient. Our product evaluation has concluded that the primary cause of the stenosis was due to calcification observed in the cusps of each leaflet. Moderate host tissue was also present and contributed to the stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Reportedly, a 29mm mitral valve was explanted after an implant duration of approximately 5 years 3 months (63.23 months) due to stenosis. Customer report states "explanted stenotic valve".